Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 4/2/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed. Viscoelastic residue was detected inside the cartridge tube, tip, and wing sections of the product, indicating the device was handled and prepared for surgical use. The cartridge tip was observed with crack defects, confirming the cartridge was damaged. The reported issue was verified. However, there is no evidence to suggest that the complaint product received was affected by the manufacturing process. No product deficiency was identified. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable as this is not an implantable device.  If explanted, give date: not applicable as this is not an implantable device.  (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that while inserting intraocular lens (iol) into patient's operative eye, flaw in cartridge damaged the lens. The lens was inserted and removed. An incision enlargement was required during the removal procedure. The replacement lens was same model and same diopter. There was no patient injury and the patient was reported as doing good when discharged. No additional information was provided.